Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an ipg on (B)(6) 2007. Since that time she has lost approx (B)(6). It was reported that she feels a heating sensation at the ipg site when recharging. The reported discomfort has allegedly intensified over time. Efforts to resolve this issue with use of a replacement charging system proved unsuccessful. Surgical intervention will be undertaken to replace the pt's ipg; however, a date for the procedure has not been set.